Event description:
Consumer stated upon pulling the tampon out, a portion of the top of the tampon tore off and remained in her body and had to be removed by her ob/gyn. The consumer indicated this event happened on two separate occasions, once using a super absorbency tampon and once using a regular absorbency tampon.

Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code information. Samples were not returned for investigation.